Event description:
(B)(4) - trifecta gt pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2017, a 21mm trifecta valve was implanted. On (B)(6) 2022, structural valve deterioration was confirmed by transthoracic echocardiogram (tte) and the patient reported worsening fatigue. The gradient across the aortic valve prosthesis indicated pathologic obstruction. No surgical intervention planned. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of structural valve deterioration and worsening fatigue was reported. It was also reported that the gradient across the aortic valve prosthesis indicated pathologic obstruction. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.